Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided a glucagon injection and took the customer to the emergency room (ER) on (B)(6) 2023 to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.